Event description:
Caller reported a cartridge alarm 30, and while the specific blood glucose value was unknown, it was displayed as "high." There was no adverse impact to the customer's blood glucose level. In response to the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). Customer managed the situation without additional third-party assistance. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. Customer expressed interest in obtaining an out-of-warranty loaner pump, and this request is being processed.

Event description:
Caller reported a cartridge alarm 30, and while the specific blood glucose value was unknown, it was displayed as "high." In response to the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). Customer managed the situation without additional third-party assistance. Technical support confirmed consecutive cartridge alarms and decided to replace the pump.